Manufacturer narrative:
The electrode lot number and its expiration date were not provided. The field service engineer (fse) inspected the module and found contamination in the rinse arm solutions and cuvettes. He performed adjustments in the rinse volumes and decontaminated the module. He also cleaned the parts, verified the gear pump pressure, and replaced parts, electrodes, and reagents. He verified the module's performance by successfully performing green rack procedures, calibrations, qcs, and sample comparison tests. The investigation determined the event was due to a malfunction in the rinse arm unit. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode results from two patient samples tested on the cobas 6000 c501 module. Patient sample 1 the initial na result was 150 mmol/l. The repeat result was 137 mmol/l. Patient sample 2 the initial na result was 148 mmol/l. The repeat result was 139 mmol/l.